Event description:
It was reported that a pump failure occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from customer technical support and was in the process of renewal, with no further information obtained.